Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela infrarenal proximal extension. Approximately one month post initial procedure, the patient presented with a type ia endoleak. The physician elected to treat the patient by implanting a medtronic (non-endologix) aortic cuff on (B)(6) 2016. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx system per device IFU. This type ia endoleak event will be reported under a separate medical device report (MDR) with MFR. Report # 2031527-2022-00097. In addition, there is evidence that a non-endologix iliac stent (left side) is also present. It is unknown on what date this device was implanted or for what reason. Now approximately five and a half years post secondary procedure, the patient presented with a type iiia endoleak and component separation of the afx proximal extension from the medtronic (non-endologix) cuff. The patient's current condition is unknown, and it is unknown if the physician plans to re-intervene.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak between the non-endologix proximal extension and the afx vela infrarenal proximal extension with component separation is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiia endoleak is user related due to the concomitant product use of a non-endologix proximal extension (off-label condition). Additionally, the afx vela infrarenal proximal extension was in suboptimal position; however, migration could not be confirmed without comparative imaging. Procedure related harms for this adverse event/incident could not be determined. The final patient status remains unknown. The final patient status was not made available to endologix.. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. G3: awareness date ¿ updated, h6: investigation finding codes - remove code 3233, h6: investigation conclusion codes - remove code 11.